Manufacturer narrative:
The dentist was reported a patient with bone type ii quality had implant failure to osseointegrate after clinical procedure, and the implant was explanted. The patient experienced general bone loss, but had no adverse event or serious injury. No harm was caused to the patient, and he had no pre-existing conditions. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate after clinical procedure, and it was explanted. The patient also had three other implants placed at the same time at different sites, and they were integrated well. All four implants were not loaded immediately. No adverse event or serious injury to the patient, and he was reported to be in satisfactory condition. The patient had bone type ii and no pre-existing conditions, however, he did experience general bone loss.

Manufacturer narrative:
Corrective: section b b1: based on the information provided the reportability has been revised from a malfunction to serious injury. B2: based on the information provided required intervention to prevent permanent impairment/damage selected. B4: date of this report was originally submitted on 08-24-17. This information was omitted from the initial submission. Additional information: section d d3: manufacturer address and phone number updated from initial submission. Section g g1: contacting office-manufacturing site address and phone number updated from initial submission. The device investigation has been completed and the results are as follows: device history record (DHR) reviewed results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the complaint cannot be replicated, and there were no nonconformities identified. Returned sample(s) /device inspected results: the returned implant was visually inspected and verified tobe an inclusive mini implant o-ball 2.2 mmd x 10 mml using the radiographic template. No defect or non-conformity was observed. Investigation results: the returned part was physically inspected in comparison with the DHR. No evidence indicates that the implant was defective or non-conforming as packaged based on the DHR. Root cause: although the root cause for the complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; eitherthe bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.